Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From returned sample, observed needle pierced through catheter or a ¿v-cut¿ on the catheter that matches the shape of the bevel, which could be caused by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal. As current control, there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter. As the returned sample was used, actual root cause could not be established.

Event description:
During use, vialon tube broken.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte gray 16ga x 1.77in tubing was defective/damaged. The following information was provided by the initial reporter: "during use, vialon tube broken"